Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device fails its self-test and will not complete the boot phase. There was no patient involvement at the time of the incident.